Manufacturer narrative:
Physio-control evaluated the customer's device at the product assessment center (pac) and the cause of the reported issue was determined to be due to one of the device's internal hybrid layer capacitor (hlc) batteries, designator bt2, had leaked and corroded. This caused the internal hlc batteries to deplete completely.

Event description:
A customer contacted physio-control to report that their device had illuminated all 3 symbols in readiness indicator. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The customer will be provided with a replacement device. The customer's device will be sent to the product assessment center (pac) for further evaluation.

Event description:
A customer contacted physio-control to report that their device had illuminated all 3 symbols in readiness indicator. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no patient involvement in the reported event.